Manufacturer narrative:
The sensor kit expiration date is 30-jun-22. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with the adc device. As a result, customer experienced a seizure or a loss of consciousness. Customer had contact with a healthcare professional at the emergency room (doctor, nurse, paramedic, firefighter) who provided unspecified dose of fast acting insulin as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.